Event description:
The customer reported that during use of this shaver handpiece in a surgical procedure, it got hot. There was no report of patient injury or surgical delay related to this event.

Manufacturer narrative:
Investigation results: an evaluation of this device confirmed the reported problem of hot. During testing of this unit, the device operated at low speed and generated heat related to motor and gearbox failure. The instructions for use (IFU) provides, the following information to the user: prior to each use, inspect handpiece for proper operation and ensure all accessories are correctly and completely attached to the handpiece. Preoperative functional test: prior to each use, perform the following preoperative functional test: insert bur or blade into the handpiece by aligning one of the slots in the collet with the key on the blade hub. Gently pull on the cutting accessory to ensure it is properly seated. Verify that the console properly recognizes the handpiece and cutting accessory. Press the direction select button to ensure that it functions properly. With the handpiece running, observe any abnormal noises, vibrations, or heat rise. Verify that the console displays the proper speed. Depress the on/off button a second time to stop the handpiece. If any operating difficulties occur, return the handpiece for service.